Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, battery tested and the alarm log was reviewed. During power on self-tes,t a f-94 alarm was found; the cause of this was determined to be due to a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flo-gard infusion pump was reported to not be functioning. There was no patient involvement. No additional information is available.